Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen had no touch capability on the lower third of the screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer the latest version of the service manual is version t. Advised customer to complete a touchscreen calibration. Provided parts ID for the touchscreen. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.